Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, 4 months after the dental implant was placed in the patient's mouth in ada site#30 immediate load was not performed and no bone graft was placed. The clinician states that did not torque. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 4 months after the dental implant was placed in the patient's mouth in ada site#30 immediate load was not performed and no bone graft was placed. The clinician states that did not torque. There were no reported patient injuries or complications.